Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: (B)(6).

Event description:
It was reported by customer during use that cardiosave intra-aortic balloon pump (iabp) has high system temperature. There was patient involvement. No harm or injury reported to patient.

Manufacturer narrative:
Updated fields: b4, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit cleaned inside the system, and the device worked normally. The device passed all factory-specified performance and safety indicator tests. The device has been delivered to the customer and can be used clinically.

Event description:
N/a.